Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification(UDI) is not available. A medtronic representative went to the site to test the equipment. Testing revealed that replacing ups battery resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The part has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging system outside of a procedure. There was no patient present. It was reported that the mobile view station (mvs) was not booting up. There was no patient present.